Manufacturer narrative:
It was noted that the device is not available for evaluation because it remains implanted in the patient. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device remain implanted.

Event description:
The patient underwent tha with eon stem and adept metal on metal system on (B)(6) 2010. At this time, symptom of armd was confirmed. Adept system was replaced to trident cup and delta head in revision surgery (B)(6) 2015. Corrosion was confirmed between stem neck tranion and metal head. Stem was not replaced.

Manufacturer narrative:
An event regarding altr involving an omnifit stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
The patient underwent tha with eon stem and adept metal on metal system on (B)(6) 2010. At this time, symptom of armd was confirmed. Adept system was replaced to trident cup and delta head in revision surgery ((B)(6) 2015). Corrosion was confirmed between stem neck tranion and metal head. Stem was not replaced.